Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), fallopian tube perforation ("fallopian tube rupture"), device breakage ("device breakage"), device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 904766-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included asthma. On (B)(6) the patient had essure inserted. In july 2012, the patient experienced pelvic pain ("severe pelvic pain and cramping / pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), abdominal pain ("severe abdominal pain and cramping"), dysmenorrhoea ("debilatating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), hypersensitivity ("allergic reaction/ hypersensitivity"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the perforation, fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, infection, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), fallopian tube perforation ("fallopian tube rupture"), device breakage ("device breakage"), device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a 23-year-old female patient who had essure (batch no. 904766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included asthma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain and cramping / pain"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), abdominal pain ("severe abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge"), hypersensitivity ("allergic reaction/ hypersensitivity"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the perforation, fallopian tube perforation, device breakage, device dislocation, genital haemorrhage, infection, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menorrhagia, menstruation irregular, pelvic pain, perforation, rash, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), she did not undergo essure confirmation test", lot number, reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), genital injury ("fallopian tube rupture"), device breakage ("device breakage"), device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), infection ("infections"), pelvic pain ("severe pelvic pain and cramping"), abdominal pain ("severe abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), hypersensitivity ("allergic reaction/ hypersensitivity"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the perforation, genital injury, device breakage, device dislocation, genital haemorrhage, infection, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menstruation irregular, pelvic pain, perforation, rash and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.